Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user could not hear anything with the device since (B)(6) 2022. Further technical checks will be performed prior to revision surgery. It is considered to proceed with revision surgery, but no date has rescheduled yet.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer's experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition, in situ measurements whilst implanted show three channels involved in a short circuit and one channel with high impedance due to undetermined reasons. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user could not hear anything with the device since (B)(6)2022. The user reported experiencing noise/interferences with the implant prior to total loss of sound perception.there was also slight pain from the stimulation reported. The user has been reimplanted.